Event description:
It was reported that the patient was unable to increase the electric stimulation past his scs ipg's pre programmed therapies. The device is still in use. No patient complications were reported as a result of this event. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.